Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that, during the implant procedure, this implantable cardioverter defibrillator (ICD) lost telemetry while performing the induced shock on the t wave. An external zoll was used to see ventricular fibrillation (vf) and deliver a 31 joule shock which immediately converted the patient. There was a second pacing sequence with a t wave shock and the patient was externally rescued with 360 joule shock. Technical services (ts) discussed that thy must have hit enable and delivered twice. Ts discussed that if there were 2 commanded shocks given, they both would be delivered. No adverse patient effects were reported. Subsequently the device was explanted and returned.